Event description:
The patient's wife reported that the patient experienced elevated blood glucose of up to 350 mg/dl. He corrected his blood glucose by bolusing through the infusion device and he programmed a temporary basal rate increase of 130-160%. His normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.